Event description:
New information on 12/18/2017 stated that a bpa was received by the clinician and the device was explanted. The patient was stable throughout the whole procedure.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant.